Event description:
(B) (6) tube- esophageal tube did not completely deflate. Inflator tube was kinked or blocked preventing complete deflation of the tube. Approximately 50-70 cc's of air was retained in the tube. Removal of the tube resulted in a perforated esophagus requiring surgical intervention to repair the perforation.